Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es that the drawer had several cubies with read/write errors. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had several cubies with read/write errors. The field service engineer found the issue was caused by connection problems in the cubie pockets, particularly in drawer 3.2, which led to failures. The field service engineer logged into the hardware test application (hta) and focused on drawer 3.2, where the failures were reported. After rebooting the pyxis system and logged in and then recovered the failures and inventoried the medications in the pockets. The system functioned as intended after the field service engineer repaired the device.